Manufacturer narrative:
The serial number customer provided at the time of the call (jagy213-t2375) was deemed invalid at the time the extended investigation was performed. Therefore d4 has been updated to unk. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader and no issues were observed. Reader did not power on with button depression or with test strip insertion. Reader powered on with usb cable insertion. The reader was further investigated and de-cased and internal visual inspection was performed, no issues were observed. Returned battery voltage was measured. Reader was not power on with pressure applied to central processing unit (cpu). Returned battery was replaced with known good battery and attempted to power on reader. Reader powered on with button depression or with test strip insertion. Known good battery was observed to be charging. A further extended investigation was conducted. Visual inspection was performed on the de-cased reader and its printed circuit board assembly (pcba), and no issues were observed. The initial download from previous phase was reviewed and no cybersecurity error codes was observed. Reader did not power on with button depression or with strip insertion but was able to power on with cable insertion as stated in previous phase investigation. Returned reader battery voltage was measured and results were not within specification indicating that battery has depleted. Returned reader was replaced with a known good battery and reader was able to power on and off successfully. Attempted to charge the returned reader battery with the returned reader, but no charge is being held by the battery. The returned reader was then connected to computer and with approved software to check the health of the battery by running command and battery got disconnected message appears, which indicates that the returned reader battery was disconnected from the reader. Command was observed that the reader had disconnected its battery from the battery charging circuit due to the voltage of the battery dropping. A self-disconnected battery from the reader is an irreversible condition for the customer and typically results from improper charging practices prior to long-term storage. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.